Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 133.6080 on their 8015. Technical support - speaker: 1. Verified unit charged. 2. Recommended replacing back-up speaker. 3. Provided part number. 4. Customer will order through their internal process. 5. Ended call. A serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support - speaker: 1. Verified unit charged. 2. Recommended replacing back-up speaker. 3. Provided part number. 4. Customer will order through their internal process. 5. Ended call. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Event description:
It was reported that the device received an error code 133.6080. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed.

Event description:
It was reported that the device received an error code 133.6080. There was no patient involvement.